Manufacturer narrative:
(B)(4). Carefusion technical support dispatched field service to the user facility. They also advised biomed that the unit will most likely need a replacement gas delivery engine (gde), however at the present time there are no gas delivery engines (gde) available. Once available, a gas delivery engine will be provided to the user facility to repair the unit and return it back to service.

Event description:
Biomed at a user facility reported a unit that started alarming "circuit occlusion" while on a patient. There was no harm to the patient. Patient was switched to another unit. According to the biomed, they had the same issue with this unit a couple of months ago. They requested for field service to be dispatched.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported that the avea unit was alarming ext high ppeak and circuit occlusion. There was a patient involved at the time of the incident. Customer reported that no patient harm or injury occurred. The patient was moved to an alternate ventilator.